Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. The customer administered manual injections to address bg level. Additionally, it was reported that the pump battery was depleting quickly. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.